Event description:
It is reported that the pt was experiencing pain. Upon x-ray it was noted that the pin fractured. A revision surgery was performed.

Manufacturer narrative:
This report will be amended when our investigation is complete.